Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. The device history record review confirms that the device met all material, assembly and performance specifications. However, stent thrombosis and vessel thrombosis are known risks associated with endovascular procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
Post successfully implanting a stent across the wide neck aneurysm located in the left anterior communicating artery (acoma), angiogram revealed thrombus forming within the stent. The patient was administered reopro (dose unknown) and suction thrombectomy was performed that resulted in complete resolution of the thrombus and reopening of the left acoma. It was reported that post intervention treatment, guide catheter angiogram demonstrated poor filling of an m3 branch of the left middle cerebral artery (mca) due to thrombus. Therefore, the reperfusion catheter was re-advanced within the blocked mca branch and suction was applied; successfully achieving complete recanalization. Post procedure, the patient awoke within neurological baseline and did well postoperatively. The patient was discharged the following day in stable condition. The physician suspected that the thrombus formation was secondary to plavix resistance.